Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was explanted from patient left eye due to patient unhappy with decreased visual acuity. The lens was discarded. The replacement lens is a dcb00 18.0 serial number is (B)(4). There were no sutures, incision enlargement or vitrectomy performed. Patient was doing fine post-op. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/30. Visual acuity post-op (post-replacement): 20/20. No further information provided.